Manufacturer narrative:
Add'l info.

Event description:
Additional information: additional information received on (B)(6) 2017 reported that the patient had expired on (B)(6) 2017. The cause of death was reported as multisystem organ failure and infection. The lvad coordinator clarified that on (B)(6) 2017, the lvad pump had been explanted due to pump thrombosis, and the patient was implanted with another manufacturer''s device. Approximately 4 weeks after implant of the other manufacturer''s device, the patient expired on (B)(6) 2017 of multisystem organ failure and infection.

Manufacturer narrative:
The device was returned assembled. Examination of the rotor upon disassembly of the device revealed a thrombus formation surrounding the bearing ball. This formation¿s laminated structure and areas of denaturation indicate that it likely developed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of this thrombus formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase level, as well as the transient pump power elevations and momentary pump speed drops that were observed in the patient¿s system controller log file. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported strokes could not be conclusively determined. Device thrombosis, hemolysis, stroke, and peripheral thromboembolic events, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 33 days. (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump power and estimated flow value elevations started to occur and device interrogation revealed significant speed drop events. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple brief low speed operation events while the lvad system was powered by both batteries and the power module. A system controller exchange was considered; however, the patent's medical team decided to hold off on the exchange due to the reported elevated pump parameters. It was reported that the patent's lactate dehydrogenase (ldh) level had also been increasing despite appropriate anticoagulation on warfarin. On an unspecified date, the patient experienced a small embolic stroke and was placed on a high intensity heparin regimen, but the patient¿s ldh continued to climb into the 1500 u/l range, reportedly reinforcing the decision to not exchange the system controller. The patient then experienced a small hemorrhagic stroke on (B)(6) 2017 and was taken off of anticoagulation. The customer reported that the patient¿s ldh slowly trended down despite not being on aggressive anticoagulation. Kidney function and hemoglobin levels were more stable and no significant drops in pump speed below the set low speed limit had occurred since (B)(6) 2017. On (B)(6) 2017, it was reported that low flow alarms started to occur at approximately 4:00am. At 11:00am on (B)(6) 2017, the patient reportedly experienced a second embolic stroke which caused significant left sided weakness and facial droop. The patient underwent a successful embolectomy procedure, and as of (B)(6) 2017, only slight residual effects remained. It was reported that overnight, the patient started having sustained low flow alarms which resolved with a change in position; laying the patient flat seemed to increase the flow, while sitting the patient up in bed caused the flow to decrease. The patient had not had any further elevated estimated flow readings, and the pump powers were in the 5w range, which was lower than normal for this patient. The patient remains inpatient since lvad implant. It was reported that the patient¿s symptoms have primarily been intractable nausea and vomiting. The patient¿s primary source of nutrition has been total parenteral nutrition for the past week and the vad team was concerned that the patient did not have enough protein to keep fluids intravascular, and the nutrition issues could have contributed to a low volume state. However, there was also a concern that the low estimated flow could be consistent with an outflow graft clot as the patient had been off of anticoagulation since the hemorrhagic stroke on (B)(6) 2017. No additional information was provided.